Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided.per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per american journal of infection control study: "10 malpositions confirmed, eight repositioned" (p. 6). Reference: a novel infection prevention approach: leveraging a mandatory electronic communication tool to decrease peripherally inserted central catheter infections, complications, and cost. American journal of infection control, j. Kim-saechao, sue & almario, earl & a. Rubin, zachary.